Event description:
It was reported that the bending section cover of the cystonephrofiberscope was defective. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. The device was returned to olympus for inspection. The customer's complaint of bending section cover damaged and fell off was confirmed. Based on the results of the investigation and information available in the technical evaluation result, the bending section cover damaged and fell off is possibly, due to user mishandling. However, a definitive root cause that led to the malfunction could not be determined. The event can be prevented, by following the instructions for use, which state: oes cystonephrofiberscope: olympus cyf-5, olympus cyf-5a. Operation manual: important information: please read before use: do not coil the insertion tube with a diameter of less than 10 cm. The insertion tube may be damaged. Do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not apply shock to the distal end of the insertion section. In particular, the objective lens surface at the distal end. Visual irregularities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. Olympus will continue to monitor field performance for this device.